Event description:
It was reported that the tip of the guidewire was torn upon insertion, during a therapeutic procedure involving the lithotriptor. The device was replaced and the procedure was successfully completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer feedback and device evaluation. The customer later provided the guidewire failed upon insertion during an endoscopic retrograde cholangiopancreatography (ercp). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the evaluation confirmed the guidewire tip was torn likely due to brittle fracture. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to following: 1) an attempt was made to insert the actual product into the endoscope while using a guide wire. 2) the tip and guide wire were inserted into the endoscope at a large angle. 3) a load was applied to the guidewire tip that exceeded its resistance strength, causing the guidewire tip to tear. The event can be prevented by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. - when using a guide wire, insert this product into the forceps plug of the endoscope while holding the tip and aligning the tip with the guide wire as shown in figure 4.20. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.